Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported event. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.